Manufacturer narrative:
Concomitant medical products: product ID: 3889-28 ,lot# va1vdal, implanted: (B)(6) 2018 ,product type : lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins). The patient began having hives all over body on (B)(6) 2019 and she thinks due to interstim implant. Hives have persisted, took 3 weeks of steroids and using benadryl from her dermatologist with no improvement in the hives. Still has rash concentrated on face and neck and lightly over rest of her body as of (B)(6) 2019. Patient saw nurse on (B)(6) 2019 who reported the event to representative. It was reported that surgical intervention was planned but not scheduled. There were no further symptoms or complications reported or anticipated.